Event description:
It was reported there was air inside the catheter. An opticross hd was selected for ultrasound examination (ivus) of the target lesion. During preparation for the procedure, the physician was unable to remove all the bubbles from the catheter. The device was flushed several times, however the air inside the catheter remained. The procedure was completed successfully using an alternate device. There were no patient complications.